Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a clinic visit the device was in backup mode vvi status. The cybersecurity was updated, and the device was reprogrammed. Device remains implanted.